Manufacturer narrative:
No explants were returned for this complaint. A small piece of black material/debris from debridement of an echelon stem was returned. An evaluation performed by our metallurgy department noted the edxa spectra of the debris surface showed elevated peaks from c (carbon), and o (oxygen). In addition, there were small peaks of s (sulfur) and k (potassium). All of the peaks are consistent with bone cement residue and water marks. Physical appearance (hard to touch) and chemical composition of the evaluated sample could suggest that the debris is a sample of bone cement residue. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed to conduct debridement of an insitu stem. Black specimen was removed from the surgical area.